Manufacturer narrative:
Findings: evaluated 1 open/used reservoir. Performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6)2017 with blood glucose of 302 mg/dl at the time of the incident. The customer was at 141 mg/dl at the time of the call. The customer had air bubbles in the reservoir and infusion set. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the consumables were removed and replaced. The infusion set and reservoir will be returned for analysis.